Manufacturer narrative:
Product complaint (B)(4). The device history records reviewed and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was any surgical intervention or re-suturing performed? Were any prescribed medications required? Please specify them. All the above answers are unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent a skin laceration repair of right thigh on (B)(6) 2019 and the suture was used. The patient experienced erythema and inflammation on the wound four days after surgery. On (B)(6) 2019, the suture was removed. The patient's condition changed better two days after the removal of the suture. No further information is available.